Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the hp052 instrument did not work properly and a solid tone emitted. Another handpiece was used to complete the case. There was a slight or time length, but no consequence to the pt.